Event description:
It was reported that the vena cava filter had two legs around the aorta in a pincer formation. The filter was implanted at a different facility, so there is limited info available. It was reported that the filter was tilted, but to what degree was not reported. It was also reported that there were components outside the caval wall, but no extravasation or measurement of perforated area was given. All the components of the filter are intact. This was discovered on an incidental CT scan. The filter remains in the pt, and there are no plans to remove the filter at this time. Pt is asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for evaluation. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.